Event description:
Infusion set tubing became disconnected from the luer lock causing patient's blood glucose to elevated (468 mg/dl). Patient indicated that he administered an injection of insulin and changed the infusion set to reduce his blood level. Patient did not report receiving any medical assistance to address the elevated blood glucose issue.